Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 3 mg/day) via an implantable infusion pump. It was reported that the patient was having increased pain for approximately a week. It was noted that a racz procedure was performed for the pain but it was unrelieved. A CT scan showed calcification around an abandoned catheter as well as the functioning catheter. The healthcare provider (hcp) made a small increase to the pump dosage and also gave the patient an injection. There were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient had an appointment with a neurosurgeon on (B)(6) 2019. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that pump's daily dose was increased by 3mg and the patient's pain had decreased and the issues was resolved. No further complications have been reported as a result of this event.